Manufacturer narrative:
H6: inspection of the returned device identified a foreign particulate on the lens. External laboratory analysis was performed to determined the composition of the foreign material identified on the lens. The particle was found to be primarily composed of rubber material with some trace of titanium. The review of the manufacturing process found no materials with a similar composition h6: device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. Iritis, anterior chamber empyema, and cells in the anterior chamber are identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. The lens extraction was anticipated as well as a potential adverse event. It should be noted that plans to "reoperate" were not explained but is very likely that implantation of another lens was considered. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 -6.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential icl surgery on the same day. Concomitant products used intraoperatively include the msi delivery system and hyaluronic acid viscoelastic. On day 1 tass was suspected. Diagnostics were performed and pigment, cell, and hypopyon were observed followed by additional treatment of anterior chamber irrigation/evacuation of visco/fluids and intraocular rinse with medications. The surgeon explanted the lens. On day 2, the patient was in good condition with the problem unresolved. Per last report, dated on (B)(6) 2024, plans to reoperate are pending further observation. Infection was suspected but healing was too fast for infection. In the reporter's opinion cause of the event is unknown.